Event description:
It was reported before using bd preset¿ arterial blood collection syringe the plunger stopper was deformed. The following information was provided by the initial reporter: when prepare to use the abg, it was found that the plunger stopper was deformed. It wasn't used on the patient, it didn't affect the patient.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the plunger was difficult to move. The following information was provided by the initial reporter. The customer stated: "when the package was opened, the plunger stopper was found to be damaged, no harm was caused to the patient."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Imdrf annex d grid (1): d03 - cause traced to manufacturing. Imdrf annex c grid (1): c16 - manufacturing process problem identified. Imdrf annex b grid (1): b15 - analysis of data provided by user/third party, b17 - device not returned, b02 - testing of device from same lot/batch retained by manufacturer, b14 - analysis of production records. Imdrf annex g grid (1): g04124 - stopper. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd has initiated further root cause investigation relating to the issue of deformed plunger stopper through corrective and preventive actions. Bd determined that the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions were put in place which included repositioning equipment and replacing worn parts. Complaints received for this device and reported condition will continue to be tracked and trended.